Event description:
Registered nurse attempted to draw otk3 (anti-rejection drug) through approx 6 millex filters without success.

Manufacturer narrative:
"She was unable to draw up saline as well. She was able to push saline through the filter. Okt3 should have drawn up to 5 ml, but by the time it was attempted to be drawn up so many times, the amount was 3.5 ml and had to be wasted. Pharmacy drew up a new dose. Two sample filters were saved. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do." Millipore was notified of the event in 09/05. Millipore also rec'd two sample millex filters (lot #r4en26326) from the user facility for analysis. After review of the adverse event report and sample millex filters (lot # r4en26326), it was noted that millex-fg (cat # slfg025ls) is a sterile hydrophobic filter. Millex hydrophobic filters will not pass aqueous (water) based solutions, but will repel them. Product 'instructions for use' states that millex-fg is intended for ultra-cleaning or sterilizing small volumes of non-aqueous solvents or gases. The otk3 (anti-rejection drug) was then reviewed by millipore and iowa health. Otk3 was found to be an aqueous (water) based solution. Since, millex-fg is hydrophobic and otk3 is an aqueous solution, otk3 will not pass through the millex-fg filter (and therefore verifies the adverse event description). It was determined, through discussions with the user facility; the rn used the incorrect millex filter during the adverse event. Otk3 required the use of a millex-gs, since otk3 is an aqueous based solution. Unfortunately, a hydrophobic millex-fg was utilized instead, thus resulting in the adverse event.